Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ping meter displayed an ¿error 1¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 430pm. The patient manages his diabetes with insulin pump therapy. The patient reportedly administered self novolog insulin (18.6 units). The patient did not specify developing symptoms or receiving medical intervention due to the reported issue. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury and no evidence the patient received medical intervention for an acute complication of diabetes. However, this complaint is being reported because the alleged ¿error 1¿ message remained unresolved.

Manufacturer narrative:
Follow-up # 1 ¿ (09/04/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/22/2013 and 8/30/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.